Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. Towards the end of the patient's radiation treatment, on (B)(6) 2025, the patient complained about a fever and anal discomfort. Therefore, a computed tomography (CT) scan was performed and revealed an abscess. Antibiotics were administered due to the infection and the fever. After that, the infection related laboratory values gradually improved, but the patient is still under ongoing observation and antibiotics. It was reported that the patient received external beam radiation, 3 gray (gy) in 20 fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e230101 is being used to capture the reportable event of fever. Patient code e2311 is being used to capture the reportable event of discomfort. Patient code e172001 is being used to capture the reportable event of abscess. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.